Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On (B)(6) 2022, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, one treatment in the median lobe, and two treatments in the cz. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. On (B)(6) 2023, 312 days after the procedure, the patient presented with non-serious hematuria. No action was taken to treat the hematuria, and it was considered resolved on (B)(6) 2023. The physician believes the hematuria may be related to the water vapor therapy procedure.